Manufacturer narrative:
This is an adverse event for a clinical study subject in the scp® foot & ankle study. Patient underwent scp in an antegrade approach on the left cuboid and navicular on (B)(6) 2018. The cuboid was injected with .8 cc accufill® reconstituted with saline. The navicular was injected with .5 cc accufill reconstituted with saline. No concomitant procedures were performed. The patient presented with increased pain after the subchondroplasty procedure. Treatment provided was medications. The event was evaluated as moderate in intensity, probably procedure related and possibly related to the implant. This patient will continue to be monitored through their involvement in the study. At the time of this investigation and through the study documents, the surgeon has not indicated need for additional surgical intervention. This complaint is being closed recognizing that this patient will continue to be monitored through the study. If more information is made available this complaint will be reopened. The DHR for the finished goods lot was reviewed, and no anomalies related to the complaint condition were noted. The product was not returned for the investigation, as it remains implanted in the patient.

Event description:
Clinical subject (B)(6) experienced increased pain after scp.